Event description:
Pt states after 48 hrs of lens wear she was unable to open her eye and was seen at the eye emergency hospital at (B)(4). Diagnosed with 7 mm corneal ulcer, prescribed drops to be used every hour, follow-up daily for one week, then twice daily for another week. Eye completely recovered after approximately two months. Pt chooses not to wear contact lenses again.

Manufacturer narrative:
Method: no lot info has been provided and no lenses have been returned. A review of the complaints history for this product was performed. Results: this is the only complaint for this product for corneal ulcer since the products has been on the market. This is being reported as a possible corneal ulcer, 7 mm in size the affected eye is not known. There has been no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.